Manufacturer narrative:
The probable root cause in this case is attributed to the power supply on the double controller (doco). This issue was resolved by replacing the doco.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the double camera controller (doco). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the doble camera controller for failure analysis investigation. The unit was analyzed and in artemis, the error 252 occurred indicating confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to reported event. The unit was installed onto a golden system where was triggered indicating fault on the doco. It failed error 252 at start up, doco did not boot up. Replicating the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a non-recoverable error 252 occurred. The site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse had site power cycle the system, but the issue was not resolved. The surgeon elected to convert the procedure to laparoscopic surgery. There was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion did not result in port size incision enlargement or adding additional ports. There was no patient injury due to the conversion.